Manufacturer narrative:
Premarket / 510(k) #: k163248 & k151895. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the trachea during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2022. During the procedure, after our expect needle got connected and attempting to aspire the cyst, the device punctured the ebus scope. The physician complained that because of the stiffness of the expect needle, it was difficult to take the sheath out. The procedure was not completed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.